Event description:
It was reported that during use of this ablator in a shoulder arthroscopy, the surgeon noticed that the tip became loose. The surgeon removed the device from the surgical site and the conductive ring detached when it was laid down on the table. There was no pt injury or surgical delay with this event. The surgery was completed using another brand of ablator.

Manufacturer narrative:
Investigation results: conmed linvatec received this resection ablator for evaluation and confirmed the reported problem. Upon visual examination the conductive ring was found detached and nicks and scratches were seen around the area of the ceramic tip. This type of failure can occur if the ablator comes in contact with another object/instrument during use. The type of generator and settings during use at the time of this event were not available. The info for use (IFU) provides the following warnings: use only within prescribed generator setting ranges. High power generator setting may result in damage to the insulation, melting of the electrode tip or increased risk of pt burns. A maximum setting of 40 watts "coag" and 65 watts "cut" should be used. Do not bury electrode tip and insulator in tissue. The electrode tip must be completely surrounded by conductive fluid when activated. Do not bend shaft. Avoid excessive bubble accumulation around electrode tip during use. Avoid unnecessary activation between tissue applications. Electrode tip must be within field of view at all times while activated.